Event description:
It was reported that the customer was hospitalized due to high blood glucose. The customer¿s blood glucose level was 26 mmol/l at the time of incident. Troubleshooting was not performed for high blood glucose event. Customer stated that flying and button section was swollen. No further patient complications were reported. The customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0876 inches. The pump was received with a pillowing keypad overlay. The following were noted during visual inspection: minor scratched display window, and scratched case. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. There was no stuck key alarm/button error alarm noted on the pump history file. No unexpected stuck key alarm/button error alarm noted during testing. All buttons function properly. No unexpected unresponsive buttons, unexpected number ramping or unexpected scrolling screens noted. The pump passed the keypad voltage test. The pump passed the functional testing. Unable to confirm alleged high bg's. The customer alleged keypad anomaly was not confirmed. Cosmetic damage on the keypad was confirmed (pillowing keypad overlay). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.